Manufacturer narrative:
(B)(4). Date sent: 8/3/2016. Batch # n90x12. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found with no damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 12 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that prior to a laparoscopic cholecystectomy procedure, intraoperatively, before the surgeon requested the clip applier, the scrub nurse loaded the first stapler by firing the device and fired a first diagnostic clip on a piece of gauze. Upon firing the first clip she notices that the clips overlapped on the horizontal plane and did not close flush. She proceeded to fire a second and third clip with the same result. She put the device aside for a product complaint and requested a new like clip applier. The faulty device was not used on the patient, and was put aside immediately for product complaint. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.